Event description:
The following has been reported: nurse reported: tubing leaking at set via the cassette. Drug had to be discarded. The drug pembrolizumab 200 mg cost (B)(4). Pharma would not replace drug since it was a leaking tubing issue. A preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.